Event description:
A patient underwent a bilateral lasik surgery in 2008. Postoperatively on a week later during a follow up visit, it was noted that the left (os) eye had visual acuity of 20/60. Patient is seeing halos and has quit night driving and having to wear glasses. The patient's preoperative best corrected visual acuity (bcva) was 20/20 right (od) eye and 20/20 os. Patient's postoperative bcva is 20/25 od and 20/60 os as of the same day. Additional information has been requested. The association between the event and the device is unknown.

Manufacturer narrative:
A field service engineer (fse) performed a excimer and wavescan evaluation and found that both systems met specifications and performed as intended. Cut plastic with the excimer laser and evaluated. No issues were detected with the cut. A clinical development specialist (cds) provided surgery support in 2008 and found the physician's settings on the wavescan was set at 6mm for pupil calculation and no daily calibrations were performed since approx four months earlier, since the switch back to the 3.67 software. A review of the scans showed that some of the scans with some lid/lash obstruction were not in good focus.